Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a shorted t3 thermistor. During evaluation, it was confirmed that the device would boot up but gets stuck on the error 76 system error. Damaged manifolds harness. Replaced manifold harness. Device passed applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error 76 (non-recoverable system error) occurred in an arctic sun device and repair quotation to be sent to the customer. Per review of wo on 19may2025, there was no patient involvement. Per follow up information received via mail on 19may2025, the device would be received in the repair center for evaluation.